Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unknown date, the patient was treated with fortum (1g, route and frequency not reported) and vancomycin (1g, route and frequency not reported) for the peritonitis. At the time of this result, the outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.